Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 7 months after the dental implant was installed in intraoral region 5#, it had to be removed. In addition, 20 ncm of primary stability was achieved and the patient presented bone type IV.